Event description:
Caller reported an issue with a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset their pump, and after completing the reset, the error code did not reappear. The caller successfully initiated their sensor session.